Event description:
During a myosure procedure for uterine tissue removal, the physician noticed "small pieces of metal" found within the uterine cavity after "approximately 5 minutes of cutting." The physician removed the "metallic flakes" and completed the procedure with another device. No patient injury reported.

Manufacturer narrative:
Lot number of the disposable device provided by the complainant is invalid, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. Lot number of the disposable device provided by the complainant is invalid, therefore, the manufacture date is not known. Results: the device was returned bent at a 90 degree angle. Functional testing could not be performed. Suction tubing was examined visually for foreign particulate and found to be clean. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number is invalid. (B)(4).